Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 29. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.